Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection was performed, and the device's gland was found to be closed. The device was then attached to a primary set, which was attached to a solution bag, for a flow test; the device was found to not flow due to the closed gland. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set was unable to be primed. The nurse stated that the one link set was connected to a non-baxter set; however, the line was unable to be primed. The nurse was reported to use a pushing and twisting motion to connect the one link set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The event reportedly occurred within 3 months of (B)(6), 2015. The customer reported potentially associated lot number of ur15e006025. Should additional relevant information become available, a supplemental report will be submitted.